Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the incision never healed up after the pump was implant in (B)(6). There was a dime sized hole along the incision that was draining a slightly "tanish" drainage. There was a good amount that had developed on the bed she was laying in over just 30 minutes. No environmental/external/patient factors that may have led or contributed to the issue were reported. No diagnostics/troubleshooting. Pump and catheter were both explanted today. At the time of this report the issue was resolved and patient status was alive- no injury. Pump was discarded after the case. The patient¿s medical history included prediabetic and smoker. No further complications were reported.